Manufacturer narrative:
Concomitant medical products and therapy date detail of product: item # 193206, item name metasul, head, m, 32/0, taper 12/14, lot # 2420772. Item # 00000002845, item name alloclassic sl stem 5 12/14, lot # 2418934. Item # unknown, item name unknown tm shell, lot # unknown. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: wear/metallosis/pain/dislocation. Event description: it was reported that patient received primary thr on (B)(6) 2008 and underwent revision on (B)(6) 2019 due to pain, metallosis. Large volume of metallosis was found around joint during revision surgery. Head of stem eroded through polyethylene and begun to erode tm shell. Metasul insert was not contained within polyethylene liner and removed with forceps early in procedure. Patient had a minor traumatic event late last year and noted growing hip pain after this. Review of received data: 1 photo of the x-ray is received. Osteolytic bone formations is visible at the acetabular and femoral regions. Shell is fixed with screws. The metallic insert part looks to be not inside the acetabular socket, but next to the shell. As the quality of the photos is low and no other views are available, it cannot be made more comments. 2 photos were received, 1 being during op and 1 post-op. Explanted x-ray seems to have very little bone ongrowth. The head is still seated on the stem taper. Pe liner is observed to have been disassociated from its metallic part and fully eroded at the center. The metasul head is seen to be gone through the eroded area. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. Metasul alpha insert, metasul head and alloclassic sl stem are compatible according the compatibility check performed. However, tm shell and metasul alpha insert are not allowed to be combined and this combination is not approved by zimmer biomet. Surgical technique is not reviewed as no surgical report was received to confirm whether the st was followed during the primary op or not. Instruction for use (IFU) is reviewed. It is stated on the page 1: only authorized combinations should be used. To determine whether these devices have been authorized for use in a proposed combination, please contact your zimmer sales representative or visit the zimmer website: www.productcompatibility.zimmer.com. Conclusion: the patient underwent revision surgery after approx. 11 years in-vivo time due to metallosis and pain. The investigation results did not identify a non-conformance or a complaint out of box (coob). It is not possible to know the exact sequence of the events which led to the final failure of the prosthesis with the information available at the hand and without having the explants for the investigation or post-op x-rays. It can be hypothysized that the metasul insert was delaminated at some point of time and the metal part of the insert dislocated from its socket. It led to abrasive wear of the pe by the metallic head due to inappropriate stress conditions of the hip prosthesis system. However, it cannot be know with certainty what resulted in the delamination of the metasul insert. It is possible that the traumatic event that the patient had experienced 1 year before the revision might have contributed to the final failure of the system. But it is unknown whether the insert had already delaminated before the traumatic event or not. Moreover, the reported event states the erosion of the tm shell. The combination of tm shell and metasul alpha insert is not approved by zimmer biomet. It is highly possible that an inappropriate combination of products might have initiated an instability in the system. Therefore, based on the given information and the results of the investigation complaint could be confirmed and we were able to identify a root cause for this issue. The root cause is off-label use of the products. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4)..

Event description:
It was reported that patient underwent revision surgery due to pain and metallosis.